Event description:
It was reported, after a cesarean section, the patient estimated blood loss before device failure was 100ml over 30 minutes due to secondary uterine atony. Oxytocin was administered after the cesarian section prior to attempted transvaginal implantation of bakri tamponade balloon catheter as treatment for postpartum hemorrhage (pph). The user inspected the bakri balloon before use. After preparation and insertion of the balloon, the user inserted 50cc of saline from the balloon port to a volume of 50ml; however, the saline came out from the drainage port. The balloon remained in place for 5-10 minutes. The ballon was placed for 120 minutes after delivery. The total estimated blood loss after device failure was 200ml. The patient was hemodynamically stable. Hemostasis was achieved by inserting a new product to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1 - name and last name: unknown. H3 - device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation evaluation description of event: it was reported, after a cesarean section, the patient estimated blood loss before device failure was 100ml over 30 minutes due to secondary uterine atony. Oxytocin was administered after the cesarian section prior to attempted transvaginal implantation of bakri tamponade balloon catheter as treatment for postpartum hemorrhage (pph). The user inspected the bakri balloon before use. After preparation and insertion of the balloon, the user inserted 50cc of saline from the balloon port to a volume of 50ml; however, the saline came out from the drainage port. The balloon remained in place for 5-10 minutes. The ballon was placed 120 minutes after delivery. The total estimated blood loss after device failure was 200ml. The patient was hemodynamically stable. Hemostasis was achieved by inserting a new product to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the device, were conducted during the investigation. One bakri tamponade balloon catheter and syringe were returned for evaluation. A function test was performed, and the balloon was inflated with water. No leakage or lumen commination was observed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was performed and related nonconformance's were identified and scrapped prior to distribution. Therefore, it is unlikely this issue affects the entire lot. A review of complaint history records shows no other complaints similar with the complaint device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.